Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 328 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.